Event description:
A discordant calcium (ca 2) result on an advia 2400 was obtained for 1 patient. The results were not reported. The sample was rerun on the same instrument and another instrument and the corrected result was reported. There were no reports of adverse health consequences or known patient interventions due to the discordant calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse decontaminated the system and ran a start-up calibration and qc. The instrument is performing within specifications. No further evaluation of the device is required.